Manufacturer narrative:
Product ID: 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID: 3888-28 lot# j0104216v, implanted: 2001 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
A power on reset (por) condition was reported. The patient's programmer displayed a "call your doctor" icon and the patient was unable to adjust stimulation. If additional information becomes available, a follow-up report will be sent.